Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels and hospitalization. The user replaced the cartridge, transfer set and cannula, but blood glucose levels continued to rise. At the hospital, the healthcare professional increased insulin delivery to 200% and blood glucose levels stabilized.